Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. Troubleshooting was performed and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was monitored for several days and no blank display noted. Insulin pump passed the displacement test. Insulin pump was received with normal operating current. Insulin pump passed self-test. Insulin pump passed off no power test.